Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for elecsys hcg test system (hcg) and elecsys estradiol iii assay (e2) on an e411 analyzer. The affected tubes were checked for bubbles and clots, but none were found. The first sample initially resulted as 7.95 miu/ml for hcg and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting as 6259 miu/ml for hcg. The repeat result was believed to be correct. The second patient sample, from a (B)(6) female born on (B)(6) 1984. Initially resulted as 823.5 pg/ml for e2 on (B)(6) 2016 and this value was reported outside of the laboratory. The nurse thought the result should be higher, so she called for the sample to be repeated. The sample was repeated, resulting as 1526 pg/ml for e2. The repeat result was believed to be correct. The patients were not adversely affected. The hcg reagent lot number was 12326702, with an expiration date of 04/30/2017. The e2 reagent lot number was 12067001, with an expiration date of 01/31/2017. The field service representative could not determine a cause. He ran performance testing twice. Calibration and quality controls were performed. All controls are acceptable to the customer. The field application specialist tested a pooled patient sample for hcg and e2. She ran precision studies for hcg and e2; these were all within specifications and no evident issues were found. The field service representative returned and replaced the measuring cell and some tubing on the analyzer. He adjusted probes. Calibration and quality controls were run; all controls were acceptable to the customer. A specific root cause could not be determined based on the provided information. There was no indication of a reagent related root cause. It was determined that required sample mixing was not performed and clotting time of the samples may not have been correct. The performance testing results were reviewed and it was found that the instrument was not performing according to specification. An instrument issue could not be excluded. Possible root causes are related to instrument issues or pre-analytical sample handling.

Manufacturer narrative:
The field service representative returned to the customer site and ran performance testing. The performance testing passed. The customer has confirmed that they have had no further issues since the performed service actions were completed.